Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, while draping an arm cart assembly (aca), the scrub nurse was moving the aca to place it in the compact position the arm blocked. An alarm sounded, and each time she tried to move the arm, the alarm sounded again. The issue was resolved by unplugging and replugging the data cable, restarting the arm, and recalibrating it. There was a 3-minute delay. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported arm cart assembly. Two images were received for evaluation. One image depicted error messages being displayed on the operating room team interactive (orti) screen of the tower. The error messages stated, "arm 3: warning: non-recoverable arm error. Follow other arm-specific notifications or remove arm from use and unplug arm to continue." And "arm 3: danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". One image depicted the rear section of an arm cart assembly, displaying the reference identification and serial number that matched what was reported. Evaluation of the logs indicated that arm cart assembly 3 experienced an error code for 'subsystem robotic assembly validation - redundant position sensing check'. This error indicates that there was a mismatch between the position readings of the primary and the secondary at robotic arm joint 2. When the error code is triggered, it gives a system recoverable inoperable error and a subsystem non-recoverable inoperable error. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a mismatch between the position readings of the primary and the secondary at robotic arm joint 2. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure; while draping an arm cart assembly (aca), the scrub nurse was moving the aca to place it in the compact position the arm blocked. An alarm sounded, and each time she tried to move the arm, the alarm sounded again. The issue was resolved by unplugging and replugging the data cable, restarting the arm, and recalibrating it. There was a 3-minute delay. There was no patient involvement.